Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1990, (B)(6) 2002), nasal operation, shortness of breath, sinusitis, vertigo, vaginal delivery, vaginal delivery, rhinoplasty, breast operation, foot surgery, breast operation and termination of pregnancy - elective. Concurrent conditions included asthma since (B)(6) 2016, allergic reaction to antibiotics, hyperlipidemia, obesity, obstructive sleep apnea syndrome, meniere's disease, anxiety disorder, depressive disorder, allergic rhinitis, acid reflux (oesophageal), somnolence, hypercholesterolemia, scoliosis, body odor, alcohol use, caffeine, nonsmoker and overweight. Family history included diabetes mellitus (mother), chronic obstructive pulmonary disease, hypertension, myocardial infarction (father), breast neoplasm and coronary artery disease (mother). Concomitant products included anaesthetics (anesthesia), budesonide w/formoterol fumarate (symbicort) from 2014 to 2017, furosemide (lasix) since 2016 and medroxyprogesterone acetate (depo progevera) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of alopecia ("hair loss"), hormone level abnormal ("hormonal changes (very irritable)"), irritability ("hormonal changes (very irritable)"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems (she had anxiety but didn't know why)"), flushing ("rashes or skin conditions (flushing of the face and acne)"), acne ("acne, face is cleared"), weight increased ("weight gain"), musculoskeletal stiffness ("stiff muscles"), the first episode of arthralgia ("aching joints"), depression ("depression"), back pain ("low back pain") and the second episode of arthralgia ("pain on sides of hips"). In 2010, the patient experienced urinary incontinence ("bladder or urinary problems or changes (urine incontinence)"). In 2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis, lots of discharge)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis, lots of discharge)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis, lots of discharge)") with vaginal discharge, fungal infection ("infection"), uterine leiomyoma ("uterine fibroids") and ovarian cyst ("cysts on ovaries"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue-always tired"), abdominal distension ("gastrointestinal or digestive system condition (belly bloating and always felt swollen)"), menorrhagia ("heavy menstrual bleeding"), adnexa uteri pain ("pain in the sides of where the tubes and ovaries are"), pubic pain ("pain above and below the pubic area"), the second episode of alopecia ("hair grew back(hair loss)") and asthenia ("more energy( energy loss)"). The patient was treated with citalopram, analgesics and surgery (laparoscopic hysterectomy( full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary incontinence, dysmenorrhoea, fatigue, abdominal distension, hormone level abnormal, irritability, cystitis, urinary tract infection, bacterial vaginosis, fungal infection, migraine, headache, nausea, anxiety, flushing, weight increased, uterine leiomyoma, ovarian cyst, menorrhagia, musculoskeletal stiffness, depression, back pain, the last episode of arthralgia, adnexa uteri pain and pubic pain outcome was unknown and the acne, the last episode of alopecia and asthenia had resolved. The reporter considered abdominal distension, acne, adnexa uteri pain, anxiety, asthenia, back pain, bacterial vaginosis, cystitis, depression, dysmenorrhoea, fatigue, flushing, fungal infection, genital haemorrhage, headache, hormone level abnormal, irritability, menorrhagia, migraine, musculoskeletal stiffness, nausea, ovarian cyst, pelvic pain, pubic pain, urinary incontinence, urinary tract infection, uterine leiomyoma, weight increased, the first episode of alopecia, the first episode of arthralgia, the second episode of alopecia and the second episode of arthralgia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. On (B)(6) 2016, surgical pathology report procedure: final diagnosis: uterus, cervix and bilateral fallopian tubes, laparoscopic hysterectomy and bilateral salpingooophorectomy: secretory phase endometrium, superficial adenomyosis, leiomyomata, cervix showing nabothian cysts, endocervical microglandular hyperplasia, focal squamous metaplasia and chronic cervicitis, fallopian tube, one side, showing benign paratubal cyst, fallopian tube, other side, no significant pathologic diagnosis. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine fibroid, abdominal bloating, menorrhagia, pelvic pain, vaginal discharge quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from pfs & mr: new reporters, product indication updated, concomitant drugs and concomitant conditions added. New events genital haemorrhage, urinary incontinence, dysmenorrhea, fatigue, abdominal distension, hair loss, hormone level abnormal, irritability, cystitis, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache, nausea, flushing, acne, weight increased, uterine leiomyoma, ovarian cyst, menorrhagia, musculoskeletal stiffness, arthralgia, depression, back pain, adnexa uteri pain, pubic pain, alopecia, asthenia, event coding pain updated to pelvic pain. Outcome for the events alopecia, acne and asthenia added as recovered / resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain /pain / pain severe and persistent pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 1990, (B)(6)2002), nasal operation, shortness of breath, sinusitis, vertigo, vaginal delivery, vaginal delivery, rhinoplasty, breast operation, foot surgery, breast operation, termination of pregnancy - elective, irritability and cervicitis. Concurrent conditions included asthma since (B)(6)2016, allergic reaction to antibiotics, hyperlipidemia, obesity, obstructive sleep apnea syndrome, meniere's disease, anxiety disorder, depressive disorder, allergic rhinitis, acid reflux (oesophageal), somnolence, hypercholesterolemia, scoliosis, body odor, alcohol use, caffeine consumption, nonsmoker, overweight, hot flashes, night sweats, vaginal odor, vaginal itching, urine odor abnormal, inflammation, penicillin allergy, tenderness, general body pain, nontoxic multinodular goiter, adenomyosis, leiomyoma and hyperplasia. Family history included diabetes mellitus (mother), chronic obstructive pulmonary disease, hypertension, myocardial infarction (father), breast neoplasm and coronary artery disease (mother). Concomitant products included anaesthetics, budesonide;formoterol fumarate (symbicort) from 2014 to 2017, furosemide (lasix) since 2016 and medroxyprogesterone acetate (depo progevera) since 2007. In april 2007, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2009, the patient experienced nausea ("nausea"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of alopecia ("hair loss"), irritability ("hormonal changes (very irritable)"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems (she had anxiety but didn't know why)/psychological or psychiatric problems condition: anxiety"), flushing ("rashes or skin conditions (flushing of the face and acne)"), acne ("acne, face is cleared"), musculoskeletal stiffness ("stiff muscles"), the first episode of arthralgia ("aching joints / hip pain / joint pain"), depression ("depression/psychological or psychiatric problems condition: depression"), back pain ("low back pain") and the second episode of arthralgia ("pain on sides of hips") and was found to have hormone level abnormal ("hormonal changes (very irritable)") and weight increased ("weight gain"). In 2010, the patient experienced urinary incontinence ("bladder or urinary problems or changes (urine incontinence)"). In 2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis, lots of discharge)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis, lots of discharge)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis, lots of discharge)") with vaginal infection, vulvovaginal mycotic infection ("infections-yeast") and ovarian cyst ("cysts on ovaries") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pain ("physical pain"), fatigue ("fatigue-always tired"), abdominal distension ("gastrointestinal or digestive system condition (belly bloating and always felt swollen)"), menorrhagia ("abnormal bleeding-heavy menstrual bleeding/ heavy periods"), adnexa uteri pain ("pain in the sides of where the tubes and ovaries are"), pubic pain ("pain above and below the pubic area"), the second episode of alopecia ("hair grew back( hair loss)"), asthenia ("more energy( energy loss)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with analgesics, citalopram and surgery (laparoscopic hysterectomy( full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, pain, genital haemorrhage, urinary incontinence, dysmenorrhoea, abdominal distension, hormone level abnormal, irritability, cystitis, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, migraine, headache, nausea, anxiety, weight increased, uterine leiomyoma, ovarian cyst, menorrhagia, musculoskeletal stiffness, depression, back pain, the last episode of arthralgia, adnexa uteri pain, pubic pain, bladder disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage outcome was unknown, the fatigue was resolving and the flushing, acne, the last episode of alopecia and asthenia had resolved. The reporter considered abdominal distension, acne, adnexa uteri pain, anxiety, asthenia, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, flushing, genital haemorrhage, headache, hormone level abnormal, irritability, menorrhagia, migraine, musculoskeletal stiffness, nausea, ovarian cyst, pain, pelvic pain, pubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of alopecia, the first episode of arthralgia, the second episode of alopecia and the second episode of arthralgia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - in july 2017: total bilateral occlusion.. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine fibroid, abdominal bloating, menorrhagia, pelvic pain, vaginal discharge quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr were received: events: vaginal hemorrhage was added. Event outcome of fatigue was updated. Event severity were added. Concomitant conditions were added. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6) 1990, (B)(6) 2002), nasal operation, shortness of breath, sinusitis, vertigo, vaginal delivery, vaginal delivery, rhinoplasty, breast operation, foot surgery, breast operation and termination of pregnancy - elective. Concurrent conditions included asthma since (B)(6) 2016, allergic reaction to antibiotics, hyperlipidemia, obesity, obstructive sleep apnea syndrome, meniere's disease, anxiety disorder, depressive disorder, allergic rhinitis, acid reflux (oesophageal), somnolence, hypercholesterolemia, scoliosis, body odor, alcohol use, caffeine consumption, nonsmoker and overweight. Family history included diabetes mellitus (mother), chronic obstructive pulmonary disease, hypertension, myocardial infarction (father), breast neoplasm and coronary artery disease (mother). Concomitant products included anaesthetics (anesthesia), budesonide w/formoterol fumarate (symbicort) from 2014 to 2017, furosemide (lasix) since 2016 and medroxyprogesterone acetate (depo progevera) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of alopecia ("hair loss"), hormone level abnormal ("hormonal changes (very irritable)"), irritability ("hormonal changes (very irritable)"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems (she had anxiety but didn't know why)"), flushing ("rashes or skin conditions (flushing of the face and acne)"), acne ("acne, face is cleared"), weight increased ("weight gain"), musculoskeletal stiffness ("stiff muscles"), the first episode of arthralgia ("aching joints"), depression ("depression"), back pain ("low back pain") and the second episode of arthralgia ("pain on sides of hips"). In 2010, the patient experienced urinary incontinence ("bladder or urinary problems or changes (urine incontinence)"). In 2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis, lots of discharge)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis, lots of discharge)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis, lots of discharge)") with vaginal infection, vulvovaginal mycotic infection ("infections-yeast"), uterine leiomyoma ("uterine fibroids") and ovarian cyst ("cysts on ovaries"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue-always tired"), abdominal distension ("gastrointestinal or digestive system condition (belly bloating and always felt swollen)"), menorrhagia ("abnormal bleeding-heavy menstrual bleeding"), adnexa uteri pain ("pain in the sides of where the tubes and ovaries are"), pubic pain ("pain above and below the pubic area"), the second episode of alopecia ("hair grew back( hair loss)"), asthenia ("more energy( energy loss)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and vaginal discharge ("vaginal discharge"). The patient was treated with citalopram, analgesics and surgery (laparoscopic hysterectomy( full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary incontinence, dysmenorrhoea, fatigue, abdominal distension, hormone level abnormal, irritability, cystitis, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, migraine, headache, nausea, anxiety, flushing, weight increased, uterine leiomyoma, ovarian cyst, menorrhagia, musculoskeletal stiffness, depression, back pain, the last episode of arthralgia, adnexa uteri pain, pubic pain, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the acne, the last episode of alopecia and asthenia had resolved. The reporter considered abdominal distension, acne, adnexa uteri pain, anxiety, asthenia, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, flushing, genital haemorrhage, headache, hormone level abnormal, irritability, menorrhagia, migraine, musculoskeletal stiffness, nausea, ovarian cyst, pelvic pain, pubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection, weight increased, the first episode of alopecia, the first episode of arthralgia, the second episode of alopecia and the second episode of arthralgia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. On (B)(6) 2016, surgical pathology report procedure: final diagnosis: uterus, cervix and bilateral fallopian tubes, laparoscopic hysterectomy and bilateral salpingooophorectomy: secretory phase endometrium, superficial adenomyosis, leiomyomata, cervix showing nabothian cysts, endocervical microglandular hyperplasia, focal squamous metaplasia and chronic cervicitis, fallopian tube, one side, showing benign paratubal cyst, fallopian tube, other side, no significant pathologic diagnosis. Dye test was performed- result: tubes sealed concerning the injuries in the case, the following ones were described in patient's medical records: uterine fibroid, abdominal bloating, menorrhagia, pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: bladder disorder, urinary tract disorder and vaginal discharge were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain /pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6)1990, (B)(6)2002), nasal operation, shortness of breath, sinusitis, vertigo, vaginal delivery, vaginal delivery, rhinoplasty, breast operation, foot surgery, breast operation and termination of pregnancy - elective. Concurrent conditions included asthma since (B)(6)2016, allergic reaction to antibiotics, hyperlipidemia, obesity, obstructive sleep apnea syndrome, meniere's disease, anxiety disorder, depressive disorder, allergic rhinitis, acid reflux (oesophageal), somnolence, hypercholesterolemia, scoliosis, body odor, alcohol use, caffeine consumption, nonsmoker and overweight. Family history included diabetes mellitus (mother), chronic obstructive pulmonary disease, hypertension, myocardial infarction (father), breast neoplasm and coronary artery disease (mother). Concomitant products included anaesthetics (anesthesia), budesonide w/formoterol fumarate (symbicort) from 2014 to 2017, furosemide (lasix) since 2016 and medroxyprogesterone acetate (depo progevera) since 2007. On (B)(6)2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2009, the patient experienced nausea ("nausea"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of alopecia ("hair loss"), hormone level abnormal ("hormonal changes (very irritable)"), irritability ("hormonal changes (very irritable)"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems (she had anxiety but didn't know why)"), flushing ("rashes or skin conditions (flushing of the face and acne)"), acne ("acne, face is cleared"), weight increased ("weight gain"), musculoskeletal stiffness ("stiff muscles"), the first episode of arthralgia ("aching joints"), depression ("depression"), back pain ("low back pain") and the second episode of arthralgia ("pain on sides of hips"). In 2010, the patient experienced urinary incontinence ("bladder or urinary problems or changes (urine incontinence)"). In 2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis, lots of discharge)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis, lots of discharge)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis, lots of discharge)") with vaginal infection, vulvovaginal mycotic infection ("infections-yeast"), uterine leiomyoma ("uterine fibroids") and ovarian cyst ("cysts on ovaries"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("physical pain"), fatigue ("fatigue-always tired"), abdominal distension ("gastrointestinal or digestive system condition (belly bloating and always felt swollen)"), menorrhagia ("abnormal bleeding-heavy menstrual bleeding/ heavy periods"), adnexa uteri pain ("pain in the sides of where the tubes and ovaries are"), pubic pain ("pain above and below the pubic area"), the second episode of alopecia ("hair grew back( hair loss)"), asthenia ("more energy( energy loss)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and vaginal discharge ("vaginal discharge"). The patient was treated with citalopram, analgesics and surgery (laparoscopic hysterectomy( full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, pain, genital haemorrhage, urinary incontinence, dysmenorrhoea, fatigue, abdominal distension, hormone level abnormal, irritability, cystitis, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, migraine, headache, nausea, anxiety, weight increased, uterine leiomyoma, ovarian cyst, menorrhagia, musculoskeletal stiffness, depression, back pain, the last episode of arthralgia, adnexa uteri pain, pubic pain, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the flushing, acne, the last episode of alopecia and asthenia had resolved. The reporter considered abdominal distension, acne, adnexa uteri pain, anxiety, asthenia, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, flushing, genital haemorrhage, headache, hormone level abnormal, irritability, menorrhagia, migraine, musculoskeletal stiffness, nausea, ovarian cyst, pain, pelvic pain, pubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection, weight increased, the first episode of alopecia, the first episode of arthralgia, the second episode of alopecia and the second episode of arthralgia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. On (B)(6)2016, surgical pathology report procedure: final diagnosis: uterus, cervix and bilateral fallopian tubes, laparoscopic hysterectomy and bilateral salpingooophorectomy: secretory phase endometrium, superficial adenomyosis, leiomyomata, cervix showing nabothian cysts, endocervical microglandular hyperplasia, focal squamous metaplasia and chronic cervicitis, fallopian tube, one side, showing benign paratubal cyst, fallopian tube, other side, no significant pathologic diagnosis. Dye test was performed- result: tubes sealed concerning the injuries in the case, the following ones were described in patient's medical records: uterine fibroid, abdominal bloating, menorrhagia, pelvic pain, vaginal discharge quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received - reporter information updated. Outcome of events alopecia and flushing are updated. Earlier event physical pain/pain coded separately. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.